Manufacturer narrative:
An evaluation of the central station logs confirm that the patient monitor enunciated an sd card failure alarm prior to the offline condition. After the offline condition, there was no communication between the monitor and the central station, likely due to the customer's lack of wifi coverage. The monitor was tested with a new sd card and the monitor functioned as designed.

Manufacturer narrative:
An investigation is in process.

Event description:
It was reported that a patient expired during a computerized tomography (CT) scan. The patient was being monitored on a t1 patient monitor, and the monitor shut down and failed to produce an alarm.